Manufacturer narrative:
(Secondary intervention - revascularization) - eval, results: restenosis.

Event description:
During index procedure, one driver rx stent was implanted to the 1st obtuse marginal. Approximately 3 months post index procedure, a revascularization of the target lesion was performed due to clinical symptoms of unstable angina. There was no suspected stent thrombosis. Investigator did not assess relationship between the revascularization and the driver stent.